Manufacturer narrative:
Additional information received on 7/30/2019, indicated that the patient underwent bilateral removal and replacement with new larger silicone implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 325 silicone breast implants which the left side ruptured, and patient reported pain after implantation. The issue was confirmed by MRI examination. As a result patient scheduled for removal and replacement on (B)(6) 2019.